Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Tandem technical supported educated the customer to complete cartridge air removal step prior to filling the cartridge. Additionally, it was reported that cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.